Event description:
It was reported that the fiber cap detached inside the patient at 64,582 joules during prostate vaporization. The cap was retrieved. The procedure was completed with another fiber. There was no patient injury. The patient was reported to have experienced no problems as a result of this event.

Manufacturer narrative:
(B)(4).